Event description:
Machine alerted blood leak. Blood was found to be positive for blood leak on the blood leak test strip. Blood found in the line and going down the drain. Treatment was instant stopped. Patient's lines were flushed with ns [normal saline]. The machine was bleached, and a new machine was set up. Equipment identification was obtained, and the company will be notified of the malfunction. Dr notified of the inability to return the patient's blood back to the pt and the blood found going down the drain. No known harm to patient at this time.